Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: a review of the pump¿s alarm history showed that multiple low battery warnings were recorded. Visual inspection revealed that the battery compartment was cracked below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.